Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the following information has been requested and the following was obtained: date of surgery? Please refer to complaint description. Date of reaction? Please refer to complaint description was there any treatment provided (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify unk. Please indicate any medical or surgical interventions performed. Unk. Please describe how was the adhesive was applied. Unk. What prep was used prior to, during or after dermabond advanced use? Disinfection with iodine was a dressing placed over the incision? If so, what type of cover dressing used? Unk. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unk. Is the patient hypersensitive to pressure sensitive adhesives? Unk. Were any cultures or tests performed? Dermatology tested negative for dermatophytes, suspected allergic dermatitis what is the physicians opinion of the contributing factors to the reaction? Dermatology tested negative for dermatophytes, suspected allergic dermatitis what is the most current patient status? Unk patient demographics: initials / ID; age or date of birth; bmi ; patient pre-existing medical conditions (ie. Allergies, history of reactions) 35, female, other information unknown. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Manufacturer narrative:
(B)(4) attempts to obtain the following information have been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent date of surgery? Date of reaction? Was there any treatment provided (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify please indicate any medical or surgical interventions performed. Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any cultures or tests performed? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi ; patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a arthroscopy procedure on an unknown date in (B)(6) 2020 and a topical skin adhesive was used. After about 2 weeks, the patient experienced a post-op allergy. Now the patient is under examination in hospital dermatological department. Additional information has been requested.